Manufacturer narrative:
Fracture(s) of device/material. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent endoprosthesis endoscopic biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure on a male pt. According to the complainant, during the procedure, the stent would not deploy. The stainless steel pusher would not advance. The stainless steel pusher and the catheter appeared to be bent or kinked. The device handle broke preventing stent deployment. The procedure was completed with another manufacturer's plastic stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.